Event description:
It was reported that during a cholecystectomy, the clip was unformed when it fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.